Manufacturer narrative:
Per confirmation letter sent (B) (4) on aug 14, 2008; the surgeon was using the drill (p/n 16-40-0235) under power through the guide. He drilled 2 holes & noticed the drill starting to bind on the third hole and started producing metal shavings and was unable to be removed from the drill guide. The surgeon stopped drilling when they noticed the shavings. The distributor did not think any shavings fell into the pt. Theken spine supplies a manually operated drill handle as part of the atoll system. The surgeon was using a power drill not provided by theken when the incident occurred. After eval by theken, the drill guide failed pin gage test for through diameter, which is a receiving inspection check. Inspection paperwork was reviewed and found to be properly completed. Also, the initial holes drilled without incident indicates that the drill guide was functioning correctly when the surgery began.

Event description:
Drill locked up inside the drill guide and was unable to be removed.